Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynxgrip vascular closure device (vcd), the closing failed. There were no patient injury.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After use of the 6/7f mynxgrip vascular closure device (vcd), the ¿closing failed.¿ there was no reported patient injury. Multiple attempts to obtain additional information were made without success. One non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, and the advancer tube was observed to have been deployed on the catheter shaft as received. The sealant and procedure sheath were not returned with the device. The sealant sleeve was observed remaining in its manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device did not match the description of the incident. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Leak testing was performed on the balloon of the returned device. The balloon could not be fully inflated because the device lumen was clogged with dried contrast and saline solution. Some air was observed to remain in the balloon which indicated that the balloon has maintained pressure. A product history record (phr) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, it is not possible to determine what factors may have contributed to the reported issue of ¿closing failed¿ without additional information. However, since the sealant was no longer in the device and the sealant sleeve was still in the manufactured position (indicating that the shuttle was never advanced into the sheath for deployment), this suggests that handling factors outside of the patient may have contributed to the failure experienced. According to the product¿s instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, after deployment of the sealant at the arteriotomy, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.